Event description:
It was reported that a malfunction occurred on the pump, identified as malfunction 9. There was no adverse impact to the customer's blood glucose level. Technical support decided to replace the malfunctioning pump. A replacement pump with updated software was sent. The customer reverted to an alternate method of insulin therapy multiple daily injection (mdi).